Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited r wave sensing and capture threshold issue. The lead was discarded. Patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of capture threshold issue and r-wave sensing were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.